Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 320, which was not reproduced. System error 320 was confirmed through a review of the event history log. Evaluation was unable to identify component causality and the device was found to function as designed.

Event description:
It was reported that a spectrum pump displayed system error 320. It was also reported there was no patient injury.